Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The needles were received broken at the swaged ends. Under magnification, instrument marks were observed at the swaged end of the needles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was used for subcutaneous suture of spinal procedure. The needle broke near the swaging portion. Another needle was used to complete the case. No patient injury.